Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the eos battery status, 215 charging cycles were recorded in the devices memory. The memory content of the device was inspected. During the analysis of the available iegms, noise was observed in the right ventricular channel, leading to a large amount of charging cycles that partially resulted in shock delivery, as mentioned in the complaint description. Therefore, a sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. The amount of charge taken from the battery was verified, revealing the eos battery status to be as expected. In a next step, the eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. The shock was delivered, but the specified energy level was not reached due to the battery depletion. The manufacturing processes for the ICD and the lead were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis of the lead and the ICD did not reveal any sign of a material or manufacturing problem. There was no indication of an ICD malfunction and the battery status eos was anticipated.

Event description:
It was reported that this device reached eos stage after shock delivery.